Manufacturer narrative:
Findings: the insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, displacement test or verify battery out limit alarm due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device had alarmed battery out limit alarm and had a blank display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test or verify battery out limit alarm due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.